Event description:
Rn attempted to draw up normal saline with syringe and needle, only got air; noticed plastic hub of needle twisted and needle was bendable. Got another syringe which had same defect. Got a 3rd syringe and it was fine.